Event description:
Allegedly, patient revised due to broken neck. Additional information received on may 6, 2019 from wright medical legal: the alleged complaint is mom complication from metal debris.